Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing blisters under her breasts. The patient reported that the blisters have broken open. The patient removed the lifevest shortly after this occurred and notified her doctor that she could not wear the lifevest. The patient used creams and lotions on the blisters, but no improvement was reported. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.